Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the right shoulder. The patient complained of pain several months after the surgery. The patient denies any fall or like trauma that may have resulted to the pain. He was returned to the operating room for another surgery. In this follow-up surgery, it was discovered that the assembly screw that held the ptc distal stem and the ptc proximal body was broken and thereby resulting to implant failure. The proximal body pulled right out when the surgeon tugged on it and the distal body remained in the humerus. After many unsuccessful attempts to remove the distal stem, the surgeon did an osteotomy to remove the distal stem and revised the shoulder with a different and longer stem along with cables to hold the fracture together.